Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the patient had bloody sputum and bleeding including hematoma. During transfer to the ICU, the patient woke up and moved significantly. To keep him at rest, he was intubated after entering the ICU. The position of the impella was reevaluated and appeared to be a little deep and was adjusted. Blood transfusion and suction were given. Additional information was provided that noted the patient suffocated due to bloody sputum and experienced a sudden cardiac death. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-21469. G1 reporting contact email revised on manufacturer device report 1220648-2024-21469 in accordance with updated procedures. H6 investigation conclusions 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-21469.